Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra 2 meter had a power issue - was displaying a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2015 at an unknown time. The patient manages her diabetes by self -adjusting insulin and on (B)(6) 2015 at approximately 7pm she detailed that she continued to take her usual dose of "novolog 10mg (including sliding scale) as a result of the alleged product issue. The patient stated that 3 days after the alleged issue began she developed symptoms of "weak and sweating". On (B)(6) 2015, 7:43pm the patient claimed she self-treated with food and/or drink. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and there was no misuse of the meter. Based on the information provided, the batteries did not require to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.